Event description:
It was reported that the uretero-reno videoscope had gauges and tears with a hole in the instrument channel port. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although olympus could not specify the root cause of the suggested event, it is likely the defect was caused by endotherapy accessories that were inserted/withdrawn when their distal ends were not completely closed. The event can be prevented by following the instructions for use which state: operation manual_ operation_ using endotherapy accessories. Warning:when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the forceps port of the sealing accessory. Otherwise, the biopsy valve may be damaged and pieces of it could fall off. It may cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The device had gouges and tears.